Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60g reload present. Additionally, the reload was received partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore, the pan was found detached. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon resection procedure the device could not be reloaded. After looking at the green cartridge closer, it was noticed that cartridge pan was separated from the device and the cartridge was damaged. Another same like device was pulled to complete the procedure with no patient consequence. There is no further information about the procedure.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.